Event description:
The customer stated that they have been having precision issues with an unspecified number of patient samples tested with ca2 calcium gen.2 on a cobas integra 400 plus between 19-sep-2018 and 27-sep-2018. The customer stated that there was also a message indicating that lamp replacement was due. The customer replaced the lamp. The customer provided data for one patient sample with an erroneous ca2 result. This erroneous result was not reported outside of the laboratory. The sample initially resulted with a ca2 value of 6.5 mg/dl. The sample was repeated, resulting as 8.9 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ca2 reagent lot number was 33767201, with an expiration date of 31-jul-2018. The customer ran precision studies. The field service engineer could not determine a cause. He decontaminated the system. He replaced the degasser, degasser pump, fluid clot printed circuit board, probe, and motor. The customer ran controls and precision studies; all results met specifications.

Manufacturer narrative:
The last calibration performed on (B)(6) 2018 was within acceptable range. Controls were within acceptable ranges before and after the lamp change. The investigation determined that the issue was solved by the service actions. Component code - device subassembly = degasser.